Event description:
A home patient contacted baxter's technical service center regarding a leak from an unused line after the home patient connected. The home patient stated the line was in the holder when it began leaking. No patient injury or medical intervention was indicated at the time of the initial call. Baxter's technical service representative advised the home patient to end therapy and start over with a new supplies.